Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had frayed wire mesh out the insertion section at the distal end during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, g3, g6, h2, h3, h6 corrected h6 medical device problem code from a0511 structural problem to a040605 material frayed this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be identified. The most probable cause likely led to the following malfunction: some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.